Manufacturer narrative:
(B)(4). Estimated weight ((B)(6)). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets/difficulty grasping can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components actuated as expected. There were no non-conformances issued for this lot. A review of the electronic complaint history found no other incidents reported from this lot. The user also reported no issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of this device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the difficulty grasping both leaflets was due to the patient anatomy; there was a small posterior leaflet and a large flail on the anterior leaflet (a2). Based on the information reviewed, the reported failure to adhere or bond appears to be related to patient/procedural conditions, due to the small posterior leaflet and large flail on a2. There does not appear to be any evidence of a product quality deficiency associated with this device. In regards to the difficulties reported positioning the clip, potential causes for bends in the dc (delivery catheter) shaft can include, but are not limited to, patient conditions such as anatomical morphology/pathology (e.g. Tortuosity of the vessel causing increased tension on the device), user technique/procedural conditions (unintended curves on the device or excessive tension on the device during the procedure, resulting in damage to the internal components) or manufacturing anomalies. It is likely that the difficulties experienced while attempting to grasp the leaflets resulted in increased tension on the device, such that the dc shaft became bent and therefore contributed to the difficulty positioning the cds. Based on the information reviewed, the reported dc shaft bend/difficulty positioning the device appears to be related to patient/procedural conditions and not a product quality deficiency.

Event description:
This mitraclip report is being filed for the curved delivery catheter shaft noted in the left ventricle which has potential to result in serious injury, such as getting caught in chordae. It was reported that the procedure was to treat a patient with degenerative mitral regurgitation grade 4 with a regurgitant jet at a2/p2 medial. The first mitraclip delivery catheter (dc) was noted to have a banana curve on the shaft when the mitraclip was fully inserted in the left ventricle. There was no resistance noted during insertion and advancement of the cds through the neutral positioned steerable guide catheter (sgc). There was difficulty grasping both leaflets due to the patient anatomy with a small posterior leaflet and a large flail on a2. After approximately ninety minutes of device time, the banana curve was noted which made it almost impossible to position the clip. The cds was not curved more than 90 degrees during functional inspection, nor during the procedure. Stored torque was released during positioning. The dc handle was turned less than half a turn during the procedure. This first clip delivery system (cds) was removed from the anatomy without resistance. The alignment markers were confirmed to be aligned during insertion and removal of the cds. Two mitraclips were implanted without further incident, reducing the mr from 4 to less than one. The patient remained stable throughout the procedure. The patient has been extubated and was reported to have an improved condition from the pre-procedure baseline. There was no additional information provided.